Event description:
It was reported that artificial urinary sphincter (aus) device was explanted and replaced for an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.